Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault, an investigation was completed to determine the cause of this reported event. The reported event was initially addressed with phone support. The customer performed a hard shutdown of the patient side cart (psc), removed the power cord from the wall and powered up in standalone mode which powered on running on battery. The psc was plugged in, and the message cleared, but after multiple troubleshooting steps the surgeon had converted to an open surgery. The field service engineer (fse) later went on site for a repeated fault, reproduced the issue, and replaced a hirose fiber optic cable to resolve the issue with the system. A follow-up MDR will be submitted if additional information becomes available. A review of the site's system logs for the reported procedure date was conducted by an isi analyst. Investigation revealed the following possible related system errors: 40/gbit hardware fault: the master supervisory controller (msc) node on isi core controller (icc) reported a gbit communication error on gbit instance 5 (core: 3rd from top blue fiber port, master, right video and audio). Error 23 - a hardware fault in wheel communication. This event is being reported due to the following conclusion: the customer converted to open surgery after the start of the procedure due to a system fault.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the system had a recoverable fault. The customer had restarted the system, but the patient side cart (psc) would not turn on with the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform a hard restart of the vision side cart (vsc), power down the psc and the surgeon side console (ssc), and then reseat the fiber cables. After restarting the psc, the power button flashed and would not turn on. The tse had the customer remove the blue fiber cable (bfc) from the back of the psc and do a hard restart of the psc. The tse had the customer attempt to start the psc in standalone mode, however, the psc power button would start to turn blue then go back to amber. The customer confirmed it was repeated several times with no change. The tse advised the customer to perform a hard shutdown of the psc for two minutes, remove the power cord from the wall, and then power up the psc in standalone mode in which the psc powered up with psc running on battery. The customer plugged in the psc and battery message cleared then had the customer plug in blue fiber cable (bfc) to the psc and the rest of system powered up normally. The tse had the customer restart the system and system powered up normally again however the customer had opted to convert to open surgery. Isi attempted follow-up to obtain additional information. However, no further details were received as of the date of this report.